Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be determined. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported failure to adhere could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to 350 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment the patient removed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.